Event description:
It was reported that the mattress had phantom motion which allegedly rotated a patient pulling on a tube in the patient's mouth. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results which determined the turn assist was unintentionally activated by the caregiver. Issue resolved by training caregiver on bed operations.

Event description:
It was reported that the mattress had phantom motion which allegedly rotated a patient pulling on a tube in the patient's mouth. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.